Event description:
Pt's right swan ganz with limited blood return from cvp port. When cardiac output obtained, blood and IV fluid noted to lead from thermistor. Catheter removed intact, no injury to pt.